Event description:
Qc for potassium gave low/borderline results. Expected: 3.7-4.5 mmol/l obtained: 3.6, 3.7 (repeat) seven pt samples were tested and low results were reported to physicians. Repeat results were obtained after instrument maintenance. Patient a-2 initial 2.6 repeat 3.2. Patient b- initial 2.5 repeat 3.6 patient c- initial 3.0- repeat 4.4 patient d- initial 2.7 repeat 3.8 patient e- initial 2.8- repeat 4.3 patient f- initial 2.8 repeat 4.3 patient g- initial- 3.0 repeat not repeated